Event description:
During the device evaluation, foreign objects were observed on the duodenovideoscope's z-block and inside the light guide lens. Additionally, the adhesive around objective lens was found to have a chip. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunctions could not be definitively determined. However, the issues are likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.